Event description:
Customer reported the he was experiencing low blood glucose and raised his blood glucose. Customer's blood glucose was 302 or 32 mg/dl, customer was slurring it was not clear. Customer mentioned he was in the hospital because of the low and was pulled off the insulin pump therapy. Customer stated he was in the bathroom all morning and he hadn't eaten anything. Customer took it at one pm and usually takes it at 9:30 am, was off schedule. The doctor currently has customer take insulin during each meal and not based off the type of meals. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.